Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: shortly after the (B)(6) 2009 surgery, pt began to notice limitation whenever he tried to do physical activities. A few months after the surgery, he noticed that his limp had returned and he had increasing pain in his hip, groin, and leg. Surgeon found very little bony in-growth into the acetabular shell, indicating that pt's body was rejecting the implant because of the metal particles degrading from the defective hip implant. It is also alleged surgeon also noted there was excessive metallic wear at the junction of the femoral head and the neck.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.